Event description:
It was reported to philips that the system's uninterruptible power supply battery failed, which can impact booting. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.